Event description:
It was reported the patient experienced a change in his stimulation. X-rays indicated the leads have both partially pulled out of the ipg header. One lead shows all contacts have invalid impedances. It was noted that the physician had difficulty inserting the leads in the header during the permanent procedure on (B)(6) 2012. The patient's physician feels that the issue is due to the set screws in the ipg and recommends replacing his ipg. The patient's ipg was replaced on (B)(6) 2012 with a new one.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.